Manufacturer narrative:
Concomitant medical products: 6947m lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient may have been shocked inappropriately for ventricular fibrillation (vf) by the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference. Noise and oversensing were observed and the patient was reportedly using an electric welder. The patient was noted to have experienced chest pain. A high left ventricular (lv) lead threshold was also observed. Follow up yielded no further information. The device and lead remain in use. No further patient complications have been reported as a result of this event.